Event description:
As reported by implant patient registry, approximately 3 years and 8 months following a transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was explanted and replaced with a surgical valve. Per medical record review, the patient presented to the emergency department with a non-productive cough and diarrhea and was admitted for bacteremia. The patient had an arteriovenous (av) fistula placed for hemodialysis one month prior to admission. Initial blood cultures were positive for gram-positive cocci in chains, later identified as alpha-hemolytic streptococcus. A transthoracic echocardiogram revealed normal function of the transcatheter aortic valve, with no leaflet thickening, vegetations, or mobile densities suggestive of endocarditis. Repeat blood cultures were negative. The patient was treated with intravenous antibiotics, resulting in clinical improvement. An infectious disease consultation was recommended to guide antibiotic duration and to determine whether a transesophageal echocardiogram (tee) should be performed on an outpatient basis. The reason for the valve explant remains unknown, as the available records do not provide further clarification.

Manufacturer narrative:
A supplemental report is being submitted due to medical records received. A correction was made to b.1, b.5, b.7, h.6: device code, clinical code, investigation finding, and h.11. An update was made to b.4, g.3, g.6, and h.2. Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted due to the medical records received. An addition was made to b.1, b.5, b.7, h.6: clinical code, and investigation findings and h.11. An update was made to b.4, g.3, g.6 and h.2. A correction was made to b.5 and h.6: device code. Investigation is ongoing.

Event description:
Per medical records received, the patient previously underwent transcatheter aortic valve replacement (tavr) approximately 3 years and 8 months ago. The patient was known to have moderately elevated valve gradients shortly after the initial implant and was managed medically. Recently, the patient presented with increasing shortness of breath and some dyspnea on exertion. Transthoracic and transesophageal echocardiography revealed a 23 mm appropriately positioned transcatheter bioprosthesis that appeared well-seated. The valve demonstrated moderately calcified cusps, mild transvalvular regurgitation, trace paravalvular regurgitation, and an elevated prosthetic gradient with a mean gradient of 29 mmhg. Additionally, a mobile mass was identified in the left atrium, attached to the mitral valve; the etiology of this mass was unclear. Extensive multidisciplinary discussions were conducted, and it was determined that surgical management involving resection of the left atrial mass and redo aortic valve replacement would be the most appropriate course of action. Preoperatively, there was initially a question of a subvalvular gradient; however, upon further review of imaging, this was attributed to a mid-cavitary gradient secondary to a hyperdynamic left ventricle. The patient underwent a redo aortic valve replacement with a 25 mm inspiris resilia bioprosthetic valve. The preoperative diagnosis was severe symptomatic bioprosthetic aortic valve stenosis. According to the pathology report, the explanted bioprosthetic valve exhibited calcification and fibrin deposition.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry, approximately 4 years and 10 months post transfemoral tavr procedure with a 29 mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. The cause of the explant is unknown.